Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a hemorrhoid ligation under colonoscopy procedure performed on (B)(6) 2025. It was reported that during the procedure, the ligator was mounted onto the endoscope per standard operating procedures. When preparing to release, the mechanism could not be deployed. Upon inspection, the band was found tangled and solidified. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.